Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that patient underwent sling implantation to treat prolapse, bleeding and stress urinary incontinence with concurrent procedure transvaginal hysterectomy. It was reported that due to erosion and infection, mesh was excised concurrent with bladder stone removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and ¿possible bladder stone caught in mesh.¿ (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and stress urinary incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced hematuria and stress urinary incontinence.